Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. Section b5: additional information received per the medical records indicate that the patient has a history of pulmonary embolism and extensive bilateral deep vein thrombosis (dvt). The filter was deployed via the patient's right femoral vein. It was placed in the infrarenal area of the inferior vena cava (ivc).   The results of computed tomography (CT) scans done approximately four years and nine months after the index procedure indicate that the filter has a 14 degree apex tilt towards the left lateral aspect of the inferior vena cava. The tip of the apex is at the l2 vertebral level, more superior than the right renal vein. The mid portion of the filter extends approximately 2 mm beyond the borders of the ivc. There is no direct extension into the adjacent structures. No definite strut facture was identified. Scattered vascular calcifications are present and calcified densities were seen within the mesentery. The report states that these may be related to calcified lymph nodes. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and perforation of filter strut(s) outside the inferior vena cava (ivc). The patient also has lower abdominal pain, tightness in chest area, fear and anxiety. The patient is currently being treated for anxiety due to fear related to the filter. S reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe) and extensive bilateral deep vein thrombosis (dvt). The filter was implanted via the right femoral vein and placed in an infrarenal location without complication. Approximately four years and nine months after the implantation, the patient underwent a computerized tomography (CT) scan that revealed a fourteen-degree tilt of the filter. The filter apex was tilted towards the left lateral aspect of the inferior vena cava (ivc). The apex was further noted to be at the level of l2 and more superior than the right renal vein. The mid-portion of the filter extending approximately 2mm beyond the borders of the ivc without direct extension into the adjacent structures. This study further revealed vascular calcification and calcified densities within the mesentery along with calcified lymph nodes. The patient was further reported to have experienced lower abdominal pain, chest tightness, fear and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain and chest tightness experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter is tilted and perforated. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter is tilted and perforated. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.